Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D4: UDI #: (B)(4). On 11 dec 2019, it was reported from (B)(6) that three cuffs were losing pressure from the seam of the sleeve. On 17 jan 2020, a returned product investigation was performed on the cuffs. The physical evaluation revealed that two of the cuffs were leaking along the side seam of the device. The third cuff did not leak but did have two extra o-rings on the connectors which would not allow the female connectors to lock. The results of the returned product investigation have confirmed the reported event for two out of the three cuffs. While the returned product investigation confirmed that two out of the three cuffs were leaking , it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the third cuff leaking cannot be determined as the cuff was not found to be leaking during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that cuffs had loss of pressure, comment that the seam of the sleeve takes the internal chamber and when the seam is unfastened the chamber is punctured. No adverse events were reported as a result of this malfunction.